Event description:
The customer reported that the system's monitor screen went black when trying to take a picture during a procedure. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The snubber board was replaced. The system was tested and found to be working as intended and put back into service.